Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The patient reported starting (B)(6) 2020 their post-surgical headaches worsened, and no relief was being obtained after having tried over-the-counter medications. A CT scan was performed on (B)(6) 2020 and showed a 1.5 x 2.5 cm hemorrhage surrounding the electrode in the right posterior temporal lobe. The patient was subsequently admitted for further monitoring. No additional information has been provided by the treating center. The event was reported as resolved on (B)(6) 2020. No additional complications have been reported the patient is programmed for detection and stimulation and is uploading data as expected.